Manufacturer narrative:
Technician found the bed in "down" storage area. Head up function was not working. Determined the problem to be a faulty valve guide tube. Replaced the head up valve guide tube to resolve this issue.

Event description:
Info provided that the head up function was not working. No injury reported.